Event description:
It was reported that the keepsafe fall monitor alarm model 8350 had no alarm sound. No pt injury reported. Inspection shows that the alarm had damage that could intermittently alarm and potentially cause or contribute to a serious pt injury.

Manufacturer narrative:
Evaluation results: (other) -inspection of the alarm shows that a black battery wire is cut.